Manufacturer narrative:
Product available to stryker - device received, updated to return. Device evaluated by mfg - updated to yes. Method code - updated to testing of actual/suspected device. Results code - updated to operational problem identified. Conclusion code - updated to cause traced to component failure. The exact cause for the reported hydrophilic coating peeled has been updated from undeterminable to not confirmed. The guidewire was returned wrapped around itself with the torque device on the wire. Inspection of the device found it was returned bent/kinked and broken, however, no anomalies were found with the hydrophilic coating. The guidewire was soaked and inspected when wet and dry and confirmed to be smooth and without uneven swelling. The reported hydrophilic coating peeled could not be confirmed. Based on device analysis and the location of the bends and fracture, it is likely the guidewire was bent during the clinical procedure and broke with further manipulation. As such, cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the coating on the tip of the wire was coming off; there was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Per additional information received, no damage was noted prior to use and the device was prepared as per dfu. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that the coating on the tip of the wire was coming off; there was no clinical consequence to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the coating on the tip of the wire was coming off; there was no clinical consequence to the patient.